Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma at the incision site. The site was drained and the issue resolved. The patient is currently using their device to find effective pain relief.